Event description:
It was reported that the tip of the vision stent delivery system was found separated prior to use in the patient. The device was not used and there was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. It was later revealed that the device was not being returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A query of the complaint handling database indicated there had been no similar detachment incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.